Manufacturer narrative:
The hill-rom technical support representative performed troubleshooting over the phone with the account, asking the account to check the piezo alarm. The piezo alarm is the source of the brake not set alarm. A search of the hill-rom maintenance records did not show hill-rom performed any preventative maintenance on this bed. It is unknown if the facility performs preventative maintenance on their beds. Hill-rom technical support contacted the account two additional times trying to obtain the resolution for this alleged issue. No response has been received from the account. Based on this information, no further action is required.

Event description:
Hill-rom technical support received a report from the account stating the bed had no audible brake not set alarm. The bed was located in the shop at the account. There was no patient/user injury reported. This report was filed in our complaint handling system as complaint # (B)(4).